Event description:
The patient presented to triage with orders for IV infusion. The 18g IV was inserted into right ac vein. There was positive blood return but unable to advance catheter. The rn removed the catheter, upon removal it was noted that catheter tip had a jagged edge. Anm, charge rn and attending md were notified. Upper extremity venous dopplers were ordered and result noted no venous thrombosis and no foreign body in area of interest (insertion site). The patient remained asymptomatic throughout. When the catheter was removed it was noted to be frayed at the tip. An ultrasound of the area was done ¿ no retained parts seen.